Event description:
It was reported that the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. While the patient was being extubated, they went into cardiac arrest. The patient required chest compressions before they were stabilized. The next day the patient was doing well following this event and is expected to make a full recovery. The physicians believe the patient became hemodynamically stable due to possible bronchospasm induced hypoxia.